Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had an alert for patient data error. Technical services recommended to fix the implant date, electrode model and serial number, and explained that the battery behavior will be off by two years. A save to disk was sent in for engineering analysis which confirmed this was due to a memory corruption however, this does not impact the functionality of the device. At this time, the device remains in service. No adverse patient effects were reported.